Event description:
It was reported that during a lap nephrectomy the clip applier started to eject the t clips when the closing handle was squeezed. Another device was used with the same results. A third device was used to complete the procedure. There were no pt consequences reported.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.